Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as the patient did not wear a mask and the "six steps of hand washing was not followed". The patient was hospitalized eight days after the event onset and was treated with vancomycin injection (1 g, once in every 5 days, intraperitoneal and for 12 days were not reported), meropenem injection (1 gm, once a day daily, intraperitoneal and for 12 days were not reported) for peritonitis. Both antibiotic treatment were discontinued and patient was treated with ceftazidime (200mg for 5 days, oral and frequency was not reported). Eleven days after the event onset, pd catheter was removed and the patient was started on hemodialysis therapy. Thirteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was still recovering. It was reported that the patient was retrained for proper aseptic technique. No additional information was available.